Event description:
Onset of raised pruritic rash approximately 5 days post procedure followed by hypopigmentation and pruritic rash, worsened post second implant and unsolved to date with diagnosis of atypical eczema pityriasis alba prior to.. Fallopian tube implant.